Event description:
It was reported that the pt had stimulation in the wrong location. The pt was not getting pain coverage beyond the upper part of her legs following a fall. The details of the fall were not reported. The pt was at home, and the pt status was reported as fair. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).